Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was damaged during setting. Balanced salt solution (bss) was used to prepare the preloaded device. The account indicated that they had a strange feeling like a crackling sound when setting the injector and experienced a resistance when advancing the plunger. There was no patient contact with the device. The procedure was completed successfully with the back-up lens. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the bss used was from a different manufacturer. The bss was placed from the cartridge canopy, horizontally and at room temperature. The physician prepared the device and indicated that the plunger was pushed rapidly and at a constant rate. The plunger was not left locked after half rotation. The instructions for use were followed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 23-may-2025. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found overriding a portion of a lens that was stuck in the cartridge tube. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip was observed to be deformed; stress marks were also observed on the cartridge tip but were in specification for a used device. Device assembly was inspected revealing no issues or viscoelastic residue; viscoelastic residue was observed below the lens module indicating an excessive amount of ophthalmic viscosurgical device (ovd) may have been used which could contribute to the complaint issue reported. The plunger rod and plunger rod advancement were inspected revealing no issues. The complaint lens was received torn and coated in viscoelastic residue. The lens was cleaned revealing one haptic was detached; a bubble-like mark was observed near the lens edge. Further evaluation revealed that the lens was broken and out of the device with the remaining part of the lens observed stuck in the cartridge. Marks were observed on the lens, but could be removed. A lack of ovd was observed inside the cartridge. The cartridge tip was observed deformed and crack. No damage and/or assembly issues were observed with the device or lens module and no off-center plunger rod was identified. Based on the visual inspection the damage observed on the lens could be related to the handling of the unit during setting process of the device. The complaint issue "difficult to use" was not identified during product evaluation. The complaint issue "lens damaged" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.